Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 50000026 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve separation issue occurred. It was reported that the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was "deformed" upon first opening the packaging. The hemostatic valve looked "off-center," like it was dislodged inside the packaging. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced, and the issue resolved. The procedure continued. Additional information was received on the event. The hemostatic valve was deformed after insertion of the ablation catheter was attempted. At first, the physician said that the valve had broken into pieces and called this in immediately and got the sheath replaced. After inspection when the procedure was done, we found that the hemostatic valve had not broken physically but had just been deformed. The cap/hub never was detached. This was a statement from the physician while I was in the control room that turned out to be false upon inspection of the sheath. The sheath was inserted into the patient and was removed after the damage to the hemostatic valve was observed by the physician. No air entered the patient¿s body. The sheath was quickly removed and replaced. The issue did not require percutaneous or surgical removal. There was no blood return observed as the sheath was immediately removed. Patient hemodynamics were not compromised due to bleeding. There was no blood loss as it was removed immediately. There was no medical intervention necessary. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 18-jan-2022. The device evaluation was completed on 04-feb-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve separation issue occurred. It was reported that the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was "deformed" upon first opening the packaging. The hemostatic valve looked "off-center," like it was dislodged inside the packaging. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced, and the issue resolved. The procedure continued. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned carto vizigo sheath sample revealed that the hemostatic valve was found dislodged inside of the hub. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).